Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. As the sterile lot number was not available, device history record review could not be performed.

Event description:
When using the outback cto catheter, it was reported that the tip separated while trying to push the catheter over the top of the bifurcation. Another outback had to be used. The tip remained on the wire (platinum plus 014) and could be pulled out through 6fr destination sheath. The event did happen in the patient but no patient injury occurred. The age and gender of the patient is unknown. The target lesion location was the superficial femoral artery (sfa). The characteristics of the vessel are unknown. The product was properly inspected and prepped and no anomalies were noted. All the specified ports of the device properly flushed. When the physician was advancing the cto catheter through the 6 fr destination sheath difficulty occurred while attempting to cross over the bifurcation. The physician used excessive force to cross, but was unable to do so with this device. The physician believes that the cause of the tip separation was probably due to the force and manipulation needed to try to get over the bifurcation. The physician never got to deploy needle. The physician was very experienced, and had used the outback over 50 times over many years. A second outback was used to continue the procedure with a larger 7f destination sheath and the lesion was successfully treated. There was no patient injury reported.

Manufacturer narrative:
When using the outback cto catheter it was reported that the tip separated while trying to push the catheter over the top of the bifurcation. The tip remained on the wire (platinum plus 014) and could be removed through 6fr destination sheath. A second outback was used to continue the procedure with a larger 7f 45cm destination sheath and the lesion was successfully treated. There was no patient injury reported. The target lesion location was the superficial femoral artery (sfa). The characteristics of the vessel are unknown. The product was properly inspected and prepped and no anomalies were noted. All the specified ports of the device properly flushed. When the physician was advancing the cto catheter through the 6 fr destination sheath difficulty occurred while attempting to cross over the bifurcation. There was no damage to the wire. The physician used excessive force to cross, but was unable to do so with this device. The physician believes that the cause of the tip separation was probably due to the force and manipulation needed to try to get over the bifurcation. The physician was very experienced, and had used the outback over 50 times over many years. One non-sterile catheter outback was received coiled inside a plastic bag. The nosecone was separated from the catheter. No other damages were observed in the returned device. Results showed that cannula outer surface did not showed evidence of anomalies which could have influenced on the separation of the ribbon wire. After the removal of the outer ring, it could be observed that a section of the ribbon wire was attached to the cannula inner ring. The soldering points on the ribbon wire were clearly observed. In addition, the fracture end for the ribbon wire presented evidence of ductile dimples. As per the observed conditions, it is very feasible that the sample underwent a stretching/ pulling event prior to the separation of the ribbon wire. A review of the manufacturing documentation associated with this lot was not performed since lot number was not provided. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. Based on the information available for review, procedural factors (force and manipulation used to insert the device over the iliac bifurcation) may have contributed to the failure reported. Although the root cause could not be conclusively determined, an investigation has been initiated to address this issue.